Manufacturer narrative:
This is an update to correct the typo in the complaint conclusion in the previous MDR report sent. The non-cordis 0.035¿ guidewire and non-cordis torque catheter would not go through two 8x40 smart flex stents. The user then proceeded to use an 8x60 smart flex stent and the procedure was completed successfully. There were no patient injury. The doctor tried the first one and didn¿t work so they opened up the second 8x40 flex and got the same result. The products were returned for analysis. (B)(4)- one non-sterile smart flex 8x40 bil, 120cm catheter was returned. Per visual analysis the valve of the unit was closed. The stent of the unit was 4 mm partially deployed. No other anomalies noted. Per dimensional analysis the outer sheath length was measured and it was within specification. Per functional analysis, the catheter was successfully flushed.  Neither resistance nor loose material was noted during the flushing procedure. An emerald guide wire (lab sample) was successfully introduced into the catheter. Next, the valve of the smart flex system was opened and the stent was completely deployed and successfully deployed. A device history record (DHR) review of lot 36579 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. (B)(4). One non-sterile smart flex 8x40 bil, 120cm catheter was returned. Per visual analysis the valve was partially closed. An unknown guide wire was stuck inside the smart flex. No other anomalies noted. Per functional analysis the unknown stuck guide wire was withdrawn from the smart flex. Dried blood residues were noted. A cordis .035¿ emerald guide wire (lab sample) was successfully introduced into the catheter. Next, the valve of the smart flex system was fully opened and the stent was completely and successfully deployed. A device history record (DHR) review of lot 39378 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inner shaft obstructed - in patient¿ was not confirmed through analysis of the returned device as guide wires were successfully passed through the guide wire lumens during analysis. ¿stent delivery system (sds)-ses deployment difficulty - partial deployment¿ was confirmed through analysis of the returned device as the device was returned in that condition. The exact cause of the events could not be determined during analysis. Based on the very limited information available for review, procedural factors may have contributed to the events as evidenced by the partially deployed stent and the presence of an unknown guide wire within the device as returned noted during analysis. According to the instructions for use ¿the s.m.a.r.t. Flex biliary stent system is indicated for use in the palliation of malignant strictures in the biliary tree. The safety and effectiveness of this device for use in the vascular system have not been established. Select stent length ¿ measure the length of the target stricture to determine the length of stent required. Allow for the area proximal and distal to the tumor to be covered with the stent to protect against impingement from further tumor growth. The labeled stent length is the unconstrained stent length and the shortest the stent could be. The maximum constrained length is the length of the stent in the smallest indicated duct diameter. This length is indicated on the system with the proximal guidewire tube placement marker. The minimum constrained length is the length of the stent in the largest indicated duct diameter. Stent deployment must be performed under fluoroscopic guidance. Grip the outer sheath and handle with one hand and the pusher tube with the other. C. Move the outer sheath proximally relative to the pusher tube, while holding the pusher tube in a fixed position. The position of the delivery system may need to be adjusted to keep the distal stent markers at the appropriate location. Once the distal end of the stent starts to deploy continue to retract the proximal outer sheath and handle while holding the pusher tube still until the stent is fully deployed and the proximal stent markers have expanded. Note: the proximal placement marker may move during the stent deployment and may not coincide with the location of the proximal stent markers after deployment. If resistance is felt during retraction of the outer sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The non-cordis 0.035¿ guidewire and non-cordis torque catheter would not go through two 8x40 smart flex stents. The user then proceeded to use an 8x60 smart flex stent and the procedure was completed successfully. There were no patient injury. The doctor tried the first one and didn¿t work, so they opened up the second 8x40 flex and got the same result. The products were returned for analysis. (B)(4). One non-sterile smart flex 8x40 bil, 120cm catheter was returned. Per visual analysis the valve of the unit was closed. The stent of the unit was 4 mm partially deployed. No other anomalies noted. Per dimensional analysis the outer sheath length was measured and it was within specification. Per functional analysis, the catheter was successfully flushed. Neither resistance nor loose material was noted during the flushing procedure. An emerald guide wire (lab sample) was successfully introduced into the catheter. Next, the valve of the smart flex system was opened and the stent was completely deployed and successfully deployed. A device history record (DHR) review of lot 36579 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. (B)(4). One non-sterile smart flex 8x40 bil, 120cm catheter was returned. Per visual analysis, the valve was partially closed. An unknown guide wire was stuck inside the smart flex. No other anomalies noted. Per functional analysis the unknown stuck guide wire was withdrawn from the smart flex. Dried blood residues were noted. A cordis .035¿ emerald guide wire (lab sample) was successfully introduced into the catheter. Next, the valve of the smart flex system was fully opened and the stent was completely and successfully deployed. A device history record (DHR) review of lot 39378 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inner shaft obstructed - in patient¿ was not confirmed through analysis of the returned device as guide wires were successfully passed through the guide wire lumens during analysis. ¿stent delivery system (sds)-ses deployment difficulty - partial deployment¿ was confirmed through analysis of the returned device as the device was returned in that condition. The exact cause of the events could not be determined during analysis. Based on the very limited information available for review, procedural factors may have contributed to the events as evidenced by the partially deployed stent and the presence of an unknown guide wire within the device as returned noted during analysis. According to the instructions for use ¿the s.m.a.r.t. Flex biliary stent system is indicated for use in the palliation of malignant strictures in the biliary tree. The safety and effectiveness of this device for use in the vascular system have not been established. Select stent length ¿ measure the length of the target stricture to determine the length of stent required. Allow for the area proximal and distal to the tumor to be covered with the stent to protect against impingement from further tumor growth. The labeled stent length is the unconstrained stent length and the shortest the stent could be. The maximum constrained length is the length of the stent in the smallest indicated duct diameter. This length is indicated on the system with the proximal guidewire tube placement marker. The minimum constrained length is the length of the stent in the largest indicated duct diameter. Stent deployment must be performed under fluoroscopic guidance. Grip the outer sheath and handle with one hand and the pusher tube with the other. Move the outer sheath proximally relative to the pusher tube, while holding the pusher tube in a fixed position. The position of the delivery system may need to be adjusted to keep the distal stent markers at the appropriate location. Once the distal end of the stent starts to deploy continue to retract the proximal outer sheath and handle while holding the pusher tube still until the stent is fully deployed and the proximal stent markers have expanded. Note: the proximal placement marker may move during the stent deployment and may not coincide with the location of the proximal stent markers after deployment. If resistance is felt during retraction of the outer sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
It was reported that the non cordis 0.035 guidewire and non cordis torque catheter would not go through two 8x40 smart flex stents. The user then proceeded to use an 8x60 smart flex stent and the procedure was completed successfully. Additional information was received and one of the returned smart flex stents (lot 36579) was received partially deployed. There were no patient injury. The doctor tried the first one and didn¿t work so they opened up the second 8x40 flex and got the same result.